Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented with bradycardia symptoms with a heart rate of only 35 beats per minute. It was determined that the device had reached end of life (eol) unexpectedly and exhibited premature battery depletion. The patient was put on a temporary pacemaker and the device was explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.